Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for feelings of stiffness, adhesions, pain, and decreased rom event is serious and is considered moderate event is possibly related to both device and procedure. Date of implant: (B)(6) 2019. Date of event: (B)(6) 2019. Date of revision: (B)(6) 2022. Treatment: mau, insert revision. Depuy components used in procedure without date of revision: catalog ID: 150680001 lot ID: 8954195 component type: tibial description: attune rotating platform tibial base size 1 cemented catalog ID: 151820041 lot ID: 9257559 component type: patellar description: attune medial dome pat 41mm catalog ID: 150410201 lot ID: 9259336 component type: femoral description: attune post/stab fem rt sz 1 cemented catalog ID: 151650808 lot ID: 8806004 component type: insert description: attune ps/rp insert sz 8 8mm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed